Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
The reporter stated that during a right foot bunion surgery procedure, a screw sheared off during insertion. The surgeon had to removed some debris from the surgical site after the breakage. All the debris was removed. During the same procedure a nurse reported that a second screw broke and that a part remains in the pt's bone. The pt was reported to have hard bone. The pt was reported to be unaffected by the event. Integra has requested add'l clinical info.